Manufacturer narrative:
The device was implanted in 2010.

Event description:
It was reported that following the implantation of a monarc sling, the patient experienced vaginal erosion. It was reported that the device "sheared post-operatively" and the patient then had "hassle bladder emptying". Additional information was requested, if received, a follow up report will be sent.